Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. A customer reported low scan results of 21-22 mg/dL on the ADC device and it is unknown whether the customer noted a trend arrow on the device. The customer did not report any symptoms and was able to self-treat by eating desserts and then took insulin (type/dose unspecified) and Metformin. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.